Manufacturer narrative:
Initial: awaiting return of the device for analysis. Final: according to device analysis, this case is due to user error. The file is closed for us.

Event description:
A pso-vt was indicated for traumatic brain injury. During follow-up, a fluid leak was observed. The patient had no clinical signs or symptoms. The incident led to additional surgery.

Manufacturer narrative:
Awaiting return of the device for analysis.

Event description:
A pso-vt was indicated for traumatic brain injury. During follow-up, a fluid leak was observed. The patient had no clinical signs or symptoms. The incident led to additional surgery.